Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aortic rupture and explant procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak of the bifurcated stent graft occurred that was not included in the event as reported. This finding was discovered during an examination of the 111-month post implant CT (computed tomography) scan. The most likely causation for the reported event is device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b1 adverse event\product problem b5 describe event or problem g4 awareness date h6 device codes (as evaluated); remove 3190 h6 evaluation result codes; remove 3233 h6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx limb extension, an afx suprarenal aortic extension, and an afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (8) eight years after post initial procedure the patient was presented to the (ER) emergency room for a rupture. The physician elected to explant the device. The patent was reported to be in the (ICU) intensive care unit following explant. No further information has been provided. Additional information received per clinical assessment indicating that a type iiib endoleak of the bifurcated stent graft was also present at time of reported event. The patient is reportedly in stable condition.

Manufacturer narrative:
If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx limb extension, an afx suprarenal aortic extension, and an afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (8) eight years after post initial procedure the patient was presented to the (ER) emergency room for a rupture. The physician elected to explant the device. The patent was reported to be in the (ICU) intensive care unit following explant. No further information has been provided.